Event description:
It was reported that in 1999 or 2004 they had to go back in and "redo it" because the wire behind the patients ear was not all connected.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0107975v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).